Event description:
Hospital are looking at all (B)(4) lcs failures and have found a higher rate of revision in the last couple of yrs. In some revisions they find what they believe to be procoat beads. They question the strength of the bond between the beads and the femur by looking at pictures. They sighted different scientific explanations. (B)(4). However, they have only been taking note of bead shedding over the last 2-3 yrs. They are about to undertake a retrospective repeat analysis of all lcs in their possession to search for signs of bead shedding in those retrievals older than 3 yrs old.

Manufacturer narrative:
This complain is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) reports: (B)(6) are looking at all wa lcs failures and have found a higher rate of revision in the last couple of years. In some revisions they find what they believe to be porocoat beads. So they electron micro scoped the porocoat junction with the femur in pics above. They question the strength of the bond between the beads and the femur by looking at the pictures. They sighted different scientific explanations which started going above our heads (metallurgy ,grains , boundaries etc), but I believe someone from depuy should meet with them to discuss. They have told me that a registrar and surgeon will be writing a paper on the lcs revisions and their findings the device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.